Event description:
It was reported that the customer was hospitalized due to high blood glucose over 400mg/dl. The customer was experiencing unexplained high glucose for two weeks. Troubleshooting was performed. It was stated that the time and date were reset after reinserting the battery into the insulin pump. It was stated that the infusion set was changed to resolve the issue. Reviewed the programming and found that the insulin pump was recording correctly and confirmed the bolus wizard calculation for the customer. Ran a fixed prime and high pressure test and they passed. During the call noticed that the customer does not have a rotation method, and she was having bent cannula. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.